Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited intermittent low impedance and suspected oversensing. The right ventricular (rv) lead exhibited high thresholds and low r-waves. Both leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.